Event description:
Customer's mother reports of being afraid that customer may accidentally bolus while asleep. Instructions were given on how to lock keypad. Caller also mentioned that insulin pump had shut off in the middle of the night without alarming. Troubleshooting could not be performed as customer was not available. Caller will call back when insulin pump was available. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.